Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in moderately tortuous, moderately calcified, 90% stenosed distal left anterior descending coronary artery. A 2.50 x 15 mm nc tenku rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced without resistance to the lesion and on the first inflation attempt the balloon ruptured. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.